Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient was asymptomatic. It was noted that following the battery performance alert (bpa) advisory, a bpa was received by the clinician and was awaiting explant. Other device measurements were stable. There were no patient consequences

Event description:
New information received notes the patient was old and frail and as such the physician and patient decided the device was not going to be replaced.